Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and that there is a black circle on the display screen. Customer also indicated that a battery out limit alarm was received and the numbers scroll on the display screen. Customer's blood glucose was unknown at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for keypad anomaly and sensor system alarm. Customer declined troubleshooting for battery out. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement test, but gave a motor error alarm during the basic occlusion test due to a loose /flush drive support disk. Unable to verify other alarms or perform prime test due to the motor error alarm. The pump passed the rewind test, and no unexpected rewind anomaly was noted. The pump was received with all buttons responding properly. No physical or moisture damage was noted on the keypad assembly. No unlocked lcd keypad connector was noted. The pump was received with normal operating currents. No unexpected battery out limit alarm was noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a missing end cap sticker and a cracked reservoir tube lip.